Event description:
It was reported that the patient presented to the clinic for a follow up. Interrogation of the pulse generator noted that the right ventricular (rv) lead exhibited dropped in pacing impedance and dropped in r-wave sensing values. X-ray was performed and it was confirmed that the rv lead had dislodged. The lead was explanted and replaced. The patient was stable throughout the procedure.